Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of labeled operating altitude range. Reportedly, the customer cleaned the speaker holes and cleared the alarm. The customer experienced elevated blood glucose levels. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer administered a manual insulin injection to address the high bgs.